Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If additional relevant information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Correction: the date in follow-up 001 should be (B)(6) 2013. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a high drain 105 alarm on the homechoice (hc) during drain five, while the hp was connected. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's fill volume in standard mode. The hp bypassed a low ultrafiltration alarm the previous night. The hp felt fine when reporting this alarm to the registered nurse (rn). The technical service representative (tsr) arranged for an exchange of the hc. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical testing but failed functional testing for an unrelated issue. External and internal visual inspections were performed and found no issues. A manual temperature test was performed and passed. The reported issue was confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The cause of the reported problem was determined to be an inappropriate bypass of the an alarm not including the initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. The warning states "bypassing a drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.